Event description:
It was reported the patient had a refill at 1:10 pm on the date of the report. Since the refill the pump had not given the patient any relief and the patient felt she was not getting any medication. The pump was displaying code 8503 and showed a big ¿x.¿ there was a tone described as a ¿sad song.¿ the drug delivered by the pump was not reported. The patient outcome and any troubleshooting or diagnostic testing performed was not reported. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), product type catheter. (B)(4).